Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.1; reference: 1.7; mean: 1.40: confidence limits: 1.1-1.9. Inratio: 3.0; 2.6; 2.80; 1.7-3.8. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, customer used the same fingerstick for testings done on (B)(6) 2010. Re-sticking the same site may have caused pre-analytical errors in fingerstick. In addition, pt was also taking several medications. Per product user guide, certain prescription drugs and over-the-counter medications can affect the actions of oral coagulants and may lead to inaccurate inr results. As reviewed on 01/21/2011, nine discrepant result complaints were reported for lot #235740, yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.1; lab: 1.7: (B)(6) 2010; 3.0; 2.6. Pt's coumadin does was slightly increased due to both readings on (B)(6) 2010. Pt's therapeutic range: 2.0-3.0 inr.